Manufacturer narrative:
Batch review performed on 03-03-2025: lot 2401766: (B)(4) items manufactured and released on 24-07-2024. Expiration date: 2029-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved; batch review performed on 03-03-2025: gmk-spherika 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 2416662: (B)(4) items manufactured and released on 30-09-2024. Expiration date: 2029-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. E0410fr tibial insert fixed sphere flex size 4/10 mm r e-cross (k202022) lot 2414989: (B)(4) items manufactured and released on 24-07-2024. Expiration date: 2029-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The development of stiffness of the joint is a rather commonly described possible complication following tka, surgeon decided to treat the patient with knee manipulation. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Adverse event during clinical study. At about 1 month and a half from primary surgery, the surgeon treated the patient for rigidity and stiffness of the knee under anesthesia.

Manufacturer narrative:
Clincal evaluation performed by clincal affairs department: few months after primary tka, stiffness is felt by the patient and mobilization under anesthesia is carried out. According to the surgeon, this treatment solved the problem. The surgeon himself said that this is a type of situation that occasionally presents itself after tka, and he thinks there is no relation whatsoever with the device implanted. Information reported in this follow up: - clinical evaluation in the section h11.